Event description:
It was reported that the minicaps had cracked. A customer returned 6 used minicaps and unopened companion samples for further evaluation. There was no patient injury or medical intervention reported. This is report 6 of 6.

Manufacturer narrative:
(B)(4). The reported issue of a damaged minicap was not confirmed. The cause could not be determined. The actual sample and companion samples were visually inspected with no damage or cracked detected. Pressure testing was performed with no functional issues detected. A review of all batch record documents was performed with no issues noted during the manufacturing process. This is the same patient as (B)(4).